Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 31g x 8mm bd micro-fine¿ insulin pen needle broke off in a consumer¿s abdomen after she had provided herself an insulin injection. There was some slight redness and swelling at the injection site and she applied an aluminium acetotartrate solution to the puncture. The patient went to see her doctor and she was sent to (B)(6) hospital in (B)(6). She received an x-ray that visualized the needle about 2 cm in her abdomen. The decision to remove the needle surgically was made but the date of the surgery was not provided.